Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.25 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut on the most distal strut row was lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21jul2020. It was reported that crossing difficulty was encountered. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified distal left circumflex artery. Following pre-dilatation with a non-bsc balloon catheter, a 2.25 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion because of severe calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, device analysis revealed stent damage.